Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the data file of the customer's report was provided. The data file was evaluated and showed several circumstances on the event date where the rhythm met criteria for coarse ventricular fibrillation. The investigation concluded that the device met specifications and performed as designed. The device was re-certified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.